Event description:
Patient's legal counsel reported patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2010 due to patient allegations of pain, soreness, discomfort, lack of mobility, and elevated metal ions. Additional information provided in a review of invoice history confirms a total hip arthroplasty procedure occurred on (B)(6) 2007 and a revision procedure on (B)(6) 2010 where the head was removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur: ¿material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01156 and 04345).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2010 due to patient allegations of pain, soreness, discomfort, lack of mobility, and elevated metal ions. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to fluid, pseudotumor and metal hypersensitivity. Operative notes indicate the modular head and taper adapter were removed and replaced with competitor dual articulation liner and a biomet modular head.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2010 due to patient allegations of pain, soreness, discomfort, lack of mobility, and elevated metal ions. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to fluid, pseudotumor and metal hypersensitivity. Operative notes indicate the modular head and taper adapter were removed and replaced with competitor dual articulation liner and a biomet modular head. Additional information received in patient medical records noted that on (B)(6) 2010 patient's blood was tested.